Event description:
A call was made to technical services reporting that either the liquid-crystal display (lcd) or the lens to the lcd was broken on an external pulse generator (epg). It was also reported the display is defective. The epg was returned to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was cracked. It was also noted that the upper and lower cases were broken, the ring cover and both bail covers were broken and contaminated, the atrial output connector was broken, the battery contacts were compressed, the ring was bent, the battery drawer was broken, the keyboard was scratched, the main printed circuit board (pcb) was out of electrical specification and the battery flex was corroded. (B)(4).